Manufacturer narrative:
The customer changed the sample probe and the field service engineer decontaminated the analyzer. It was discovered that a sample probe wash for the microalbumin test was not active when the discrepancies occurred.

Event description:
The initial reporter stated that controls were frequently outside of range for albt2 tina-quant albumin gen.2 (microalbumin) on the cobas 8000 c (701) module. Controls would be within range after repeat testing. The customer then decided to run correlation studies with patient samples that had been tested on the analyzer. Discrepancies were found for 37 patient samples. Refer to the attachment for all patient data. The initial values were reported outside of the laboratory. The samples were repeated on one of three other analyzers. It is not known which analyzer was used for repeat testing of each sample. The repeat results were considered correct and amended reports were issued. The microalbumin reagent lot number was 541622. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Upon review of control data, controls seemed to be ok before and after maintenance was performed on the analyzer on 26-jan-2022, but after this controls drifted outside of range. Calibration data did not show any indicators of an issue. Upon review of the alarm trace, 40 sample clot alarms occurred on the day of the event. This would indicate a possible sample quality issue. The field service engineer performed preventive maintenance and made probe adjustments. The investigation determined the service actions resolve the issue.